Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. The device was received unfired with a full complement of staples. The visual inspection of the returned product noted visual examination of the staple cartridge noted that the reload had a full staple complement. Functionally, the reload was loading into a pmv representative instrument and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pancreatectomy procedure. The stapler was being used to transect the tail part of the pancreas. There was a problem unloading the device. After firing the reload with the powered handle, it stopped. Tried to move the reload to the neutral position but the cartridge could not come to the central position. Surgeon had to pull out powered handle and assembled cartridge with the trocar. Tried to remove the cartridge from the adapter but could not. In order to resolve the issue and complete the case, changed the powered handle and reload to a new one. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.